Event description:
The affiliate alleged the customer stated that the biological cyclesure (positive control's) color did not change to yellow. It showed a transparent purplish color. The affiliate reported that no injuries were reported from the event.